Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, permanent injury, permanent physical deformity and has undergone and will undergo corrective surgery or surgeries.